Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted and replaced due to battery depletion. Premature battery depletion was suspected.

Manufacturer narrative:
Upon review, the implantable cardioverter defibrillator should not have been submitted under the premature battery depletion lithium cluster recall number as the malfunction was not observed to be caused by lithium cluster formation.

Event description:
New information noted that physician did not allege battery depleted prematurely. Patient was stable throughout event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.